Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose level of 400 mg/dl range. Customer was treated intravenously; however, specific treatment was not confirmed. The customer left the ER same day with the issue resolved. Reportedly, the customer had vertigo. Additionally, it was reported that the luer lock connection was not secure. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the tubing connection can result in under delivery of insulin.